Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient experienced diabetic ketoacidosis and high blood glucose level. The patient was also sick at home and was throwing up, her husband called the ambulance and she was taken to the emergency room. Subsequently, the patient was hospitalized and blood glucose level upon admission was 980 mg/dl. When they removed the cannula, it was found to be twisted and bent. The site location was left side of abdomen and the bent cannula occurred on the second day of use. The patient was released from the hospital after two weeks. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.